Manufacturer narrative:
Pump passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test and occlusion test. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. No alerts/alarms/anomalies noted during testing. Pump error 37 found in history files on the event date on (B)(6) 2024 15:31:13.000. Pump error 53 alerted on (B)(6) 2024 14:48:46.000. Pump error 53 alarm due to hardware anomaly (line number and file number unavailable in software r&d pump analysis log - ble). Pump was cut open to perform visual inspection and found no anomalies on electronic stack, motor, and force sensor. Motor was tested outside and it passed. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case-corner of belt clip rails and label damage (faded). Pump error 37 was isolated to electronic stack. Pump error 53 was isolated to electronic stack. Cosmetic damage confirmed at battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37, pump error 53 and found a crack near the clip. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was not cleared the alarm and did not complete the pump rewind. Customer reported physical damage on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.